Manufacturer narrative:
(B)(4). The cartridge and the lens was returned to the manufacturer for evaluation. Visual inspection showed the lens had debris particles indicating that it was handled and prepared for surgical use. Scarce amount of viscoelastic inside the cartridge tube was observed indicating that the device was handled and prepared for surgical use. A large split on the cartridge tip was observed. No other defect or damage was observed on the retuned sample. Therefore, the reported device problem code of cartridge crack /split was verified. Manufacturing records were reviewed and the cartridge was manufactured according to specification. No non-conformance reports, discrepancies, or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): if implanted; give date: na (not applicable) the cartridge is not an implantable device. If explanted; give date: na (not applicable) the cartridge is not an implantable device, therefore is not explanted. (B)(4) - loading issue reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) in the patient's right eye, the surgeon noted that the cartridge had split at the tip. The lens was partially inserted and was removed during the same procedure. A new lens was implanted and no problems were reported. There was no patient injury reported. It was additionally reported that the event was related to a loading issue. The reported cartridge was not returned.